Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e226-scope communication error, was a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital (noting due to character limit). The device was returned to olympus for evaluation and the reported event was not confirmed. However, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the image had roughness due to damage on the charged coupled device unit; the video connector case and the video connector were cracked. Lastly, there were scratches on the following parts: the bending section cover, the control unit, the grip, the upward/downward plate, the right/left plate, the angulation lever, the right/left lever, switch#1, the light guide connector, the light guide cover glass, the video connector, and the video connector case. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the deflectable videoscope displayed an e226-scope communication error. This was found during a therapeutic preoperative procedure. The intended procedure was completed with the same device and no delay. There was no report of patient harm.